Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Performed a run test and induced an air bubble in the tubing to check air bubble detection and air in line detection/alarm worked properly. Changed the language from french to english and downloaded the ehl to check "permanent air bubble detector" complaint and no record of air in line alarm in ehl was found. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a permanent air bubble detector problem. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.